Manufacturer narrative:
Investigation: samples/ photos: according to the visual analysis of the photos, it was possible to verify that the unevenness on the surface of the product catheter are silicone droplets on the catheter. However, the catheter itself presents itself straight, in this case it is the silicone on its surface that may be giving the client the visual impression that the undulations are from the catheter but are not. DHR review: the final assembly lot: 6232119 used in the claimed final product lot: 6253500 of angiocath yel 24ga x 0.75in was tested for presence of "foreign / unfamiliar matter" and no records of this defect were found. Qn/ ncmr review: there are no records of quality notification (qn) or non-conformance report (rnc) of foreign matter, for the lot involved in this claim, according to the history of the lot above. Our quality engineer was able to verify the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. It was possible to verify that the unevenness on the surface of the product catheter are silicone droplets on the catheter. However, the catheter itself presents itself straight, in this case it is the silicone on its surface that may be giving the client the visual impression that the undulations are from the catheter but are not. The root cause was determined to be the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. A corrective action project has been initiated to investigate the issue. We appreciate you taking the time to bring this observation to our attention and we regret any inconveniences this incident may have caused you and your facility.

Event description:
It was reported that "the catheter surface was uneven". After an investigation of the described complaint, it was determined that the catheter surface was uneven due to foreign matter, determined to be excess silicone use.

Manufacturer narrative:
Investigation: our quality engineer was able to verify the presence of droplets of silicone, black spots and fibers on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. It was possible to verify that the unevenness on the surface of the product catheter are silicone droplets on the catheter. However, the catheter itself presents itself straight, in this case it is the silicone on its surface that may be giving the client the visual impression that the undulations are from the catheter but are not. With respect to black spots and fibers the complaint can also be verified . The root cause was determined to be the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. The black spots and fibers are most probably some airborne particles that reach the catheter when they were on unprotected shelves. A corrective action project has been initiated to investigate the issue. Confirmed: bd was able to confirm/ reproduce the incident in question. Investigation comments: after analyzing the client's photos, it was possible to verify the presence of silicone drops, black spots and fibers on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. Samples/ photos: according to the visual analysis of the photos it was possible to verify that the unevenness on the surface of the product catheter are silicone droplets on the catheter. However, the catheter itself presents itself straight, in this case it is the silicone on its surface that may be giving the client the visual impression that the undulations are from the catheter but are not. With respect to black spots and fibers the complaint can also be confirmed according to the same photo above. DHR review: the final assembly lot: 6232119 used in the claimed final product lot: 6253500 of angiocath yel 24ga x 0.75in was tested for presence of "foreign / unfamiliar matter" and no records of this defect were found. Qn/ ncmr review: there are no records of quality notification (qn) or non-conformance report (rnc) of foreign matter, for the lot involved in this claim, according to the history of the lot above based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. For more details on root cause check CAPA # (B)(4). With regard black spot and fibers it can be determined after analyzing the photos that the most probable source for this type of foreign matter may be present due to the following situation. When the catheter is pointed, they get exposed on shelves that had not all the protections, and because they are in a place of people pass, it was likely that some airborne particles would reach the catheter that has silicone along its surface, as evidenced during internal investigations. The CAPA # (B)(4) that was opened to treat the clogged needle complaints of the angiocath it will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amount of silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer. Other taken action: for black spot and fibers according to the action plan for the reduction of foreign matter, it was performed the changing and placement of all protections of the shelves in which the pointed catheters are stored awaiting the final assembly step. This action was completed on 1/13/2017 being the angiocath assembly lot: 6232119 manufactured in the period from 08/31/2016 to 09/29/2016, i.e., after assembling of the claimed lot.